Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: two (2) batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving batteries. As a result, the reported event was confirmed. There was no evidence of a power source lubrication procedure. The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and batteries. Internal investigation investigated momentary disconnections. Other devices involved in this event: heartware ventricular assist system - battery. Model #: 1650de / catalog #: 1650de / expiration date: 2018 may 31 / serial or lot#: (B)(4), UDI#: (B)(4). Device available for evaluation? No. Device evaluated by MFR? Yes. Mfg date: 2017 may 31. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the manufacturer that while reviewing log file data for a prior event, the data revealed power switching. The batteries were exchanged . No patient complications have been reported as a result of this event.